Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system exhibited noise, undersensing, and low out of range pacing impedance measurements on the right atrial (ra) lead, measuring less than 200 ohms. It was noted the low impedance measurements intermittently occurred. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) discussed troubleshooting options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise, under sensing, and low out of range pacing impedance measurements on the right atrial (ra) lead, measuring less than 200 ohms. It was noted the low impedance measurements intermittently occurred. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) discussed troubleshooting options. Several years later, the patient called and complained of muscle spasm and squeezing sensation across his chest in the evening. Sometimes in the sitting position. Options for troubleshooting were discussed. They have been monitoring the system. Also discussed possible of patient-initiated interrogation when feeling symptoms to see if pacing is present at time of symptoms. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system exhibited noise, under sensing, and low out of range pacing impedance measurements on the right atrial (ra) lead, measuring less than 200 ohms. It was noted the low impedance measurements intermittently occurred. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) discussed troubleshooting options. Several years later, the patient called and complained of muscle spasm and squeezing sensation across his chest in the evening. Sometimes in the sitting position. Options for troubleshooting were discussed. They have been monitoring the system. Also discussed possible of patient-initiated interrogation when feeling symptoms to see if pacing is present at time of symptoms. This pacemaker system has been returned without additional allegations and had been implanted several years. No additional adverse patient effects were reported.